Event description:
Further information was later received that the patient had died prior to a procedure scheduled to implant a new system. It was reported the patient was very septic.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted due to an infection.